Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 7 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an adhesive issue with seven infusion sets since (B)(6) 2025 as the infusion set fell off which were in use for 12-36 hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.